Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb was replaced to solve the issue.

Event description:
Information received from (B)(6) call states that the pump alarms error code 13.